Event description:
The customer's grandmother reported via phone indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 230 mg/dl. Customer stated that the device alarm after the battery change. The customer was advised the is normal behavior. The customer was advised that we could troubleshoot the device but the grandmother stated that she will monitor the pump as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.